Event description:
In 2008, after a single vessel small thoracotomy da vinci s procedure, the patient expired while weaning off of bypass. Prior to the procedure, the patient appeared to have a heparin reaction and experienced a hypotensive event with a systolic pressure of 39mm. The site initiated a cardiopulmonary bypass run and completed the procedure without event. Wean from bypass was unsuccessful as patient exhibited stone heart characteristics. No malfunction of the davinci s system was alleged by the hospital, and the information provided indicates that this event is related to the inherent risks associated with bypass and the patient's medical history.

Manufacturer narrative:
In 2008, intuitive surgical has requested additional information related to this event from this site. A follow-up MDR will be submitted if additional information becomes available. The hospital has continued to use the da vinci s system to perform surgery on patients. As of 2008, no adverse events or product problems have been experienced with the site's da vinci s system. As of 2008, no similar instance of this event have been reported to isi.